Manufacturer narrative:
The complaint clinitek status+ instrument sn (B)(6) was investigated by performing all tests using the customer power supply. The analyzer was checked out of box by running some tests and all results were found to be passing. When the analyzer was run through the automated test equipment, it failed with ¿clean calstrip¿ message. The cal strip was cleaned and the automated test equipment tests were reran, which gave pass results for all tests. The instrument was handed over in operational condition. Per the instrument manual: "clean the test table and table insert weekly or more frequently, if necessary, to maintain the analyzer for the following reasons: ensure that the analyzer operates properly. Provide accurate test results. Prevent contamination. Avoid bacterial growth. Siemens recommends that you check the calibration bar for cleanliness weekly, and when you clean the test table. Also, check the calibration bar for cleanliness if you remove a strip from inside the analyzer. Clean the calibration bar, only if needed."

Manufacturer narrative:
Siemens has requested more information for further investigation. The cause of this event is unknown.

Event description:
The customer reported that they received a false negative hcg result on one patient compared to serum testing. The quantitative results of the serum test were not provided, however the customer stated that the patient was 13 weeks pregnant. There is no report of injury due to this event.